Event description:
The facility reports incident of a cracked luer connector found at initiation of hemodialysis treatment. Ebl = 50cc. Pt was recannulated to continue treatment. No pt injury or need for medical intervention is reported. MDR is filed for blood loss only. The actual complaint sample was discarded.